Event description:
It was reported that a high drain 101 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) indicated they had performed a manual exchange before the previous therapy and the initial drain alarm was set to 0ml. The technical service representative (tsr) reviewed the therapy log. The initial drain volume equaled 12ml, the total fill volume equaled 7500ml, the total drain volume equaled 10007ml, and the total ultra filtration (uf) equaled 2506ml. The tsr arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation is underway. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported increased intra-peritoneal volume (iipv) event was identified in the event history log. A review of the service history of the device did not find any previous servicing that could have caused or contributed to the event. During evaluation, the device passed electrical and functional testing. An external and internal inspection was performed and the device passed. The pneumatic system was tested and found to be working to specifications. A short simulated therapy was performed successfully on the device. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.